Event description:
It was reported by the rep that the device was used during a vagotomy. It was reported the clips would not close completely. A second device was needed to finish the procedure. There was consequence to the pt.